Event description:
Attempted to use dual drive guldmann ceiling lift in 418 s for out of bed (oob) transfer to target surface. One drive of the ceiling lift continues to not be synchronizing during up and down motions on a more consistent basis. Manufacturer response for lift, patient lift (per site reporter): they are coming in to evaluate and repair.